Event description:
It was reported, the patient was not longer experiencing stimulation in the lower back. The sjm representative reprogramming was unsuccessful. The patient will meet with the sjm representative and physician to discuss options.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.